Manufacturer narrative:
The catheter was returned for evaluation with the distal tip missing. The amount of onyx (liquid embolic) reflux was reported to be 6-8 cm (per IFU warning, "do not allow more than 1 cm of onyx to reflux back over catheter tip.") When the amount of reflux is greater than 1 cm, this can lead to catheter tip entrapment and during withdrawal, catheter separations can result. (B)(4).

Event description:
Treatment of a dural arteriovenous fistula with onyx. It was reported the catheter broke off at approximately 1-2cm from the distal tip during procedure. The amount of onyx reflux was reported to be approximately 6-8cm and the broken piece remained in the patient. No patient injury reported. Same event as MDR# 2029214-2011-00205.